Event description:
It was reported that: "pt had been preoxygenated and intubated. Two manual breaths were given, then placed on ventilator in volume mode. Immediately alarms for peak pressure, peep, vent pressure high and continuing pressure were generated. Switched to manual mode. Display pressure gauge read 30 cmhg even though bag was flaccid and "apl" fully open. Disconnected pt and heard large volume of air expire from pt. Used ambu bag and brought in a different nm6000 to complete the procedure. No pt injury."